Event description:
The report indicated that the customer experienced high bg levels (360-377mg/dl) that would not lower despite multiple correction boluses. She was on vacation and was "worried that the cold temperatures of their vacation spot" could affect the pod. Customer support informed her that the device would only be affected "if the pod gets below 40 degrees fahrenheit." The customer noted that the cannula was kinked, though no alarm was initiated by the pod. The pod was removed and replaced and will be returned for eval.

Manufacturer narrative:
The pod was not returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.